Event description:
An in-house investigation found that the aeroset analyzer's updated calibration report contained calibrator absorbance data that were not generated from the current calibration run, but were stored from a previous calibration run.the absorbance values from the previous calibration run were used along with the absorbance values generated from the current calibration run to calculate a new calibration curve. However, the database and calibration details screens correctly display the actual, current absorbance data. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of the investigation.